Manufacturer narrative:
Customer is claiming false negative for covid because they have covid symptoms but taking an ihealth test shows negative. The customer has not indicated that he had a pcr confirmation of his covid diagnosis. Model of test kit was not specified. Lot number of test was not provided, manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: I have all the symptoms of this covid virus, but when l take your test, it does not show l am positive for covld.